Manufacturer narrative:
(B)(4).

Event description:
New information noted that the lead also exhibited high capture thresholds.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and replaced. No patient symptoms were reported.